Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pieces of an essure device') and device dislocation ('the essure insert appears to pass within close proximity to the lumen of the tube but is not within the lumen. Essure that was protruding from the right fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain, cervicitis, adenomyosis, endocervical polyp, uterine bleeding, endometriosis and ovarian cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted robotic hysterectomy with a left oophorectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: right tubal obstruction status post essure placement. Patent left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pieces of an essure device') and device dislocation ('the essure insert appears to pass within close proximity to the lumen of the tube but is not within the lumen. Essure that was protruding from the right fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain, cervicitis, adenomyosis, endocervical polyp, uterine bleeding, endometriosis and ovarian cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted robotic hysterectomy with a left oophorectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: 1. Right tubal obstruction status post essure placement. 2. Patent left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.